Event description:
A customer observed lower than expected vitros phyt results from a proficiency sample processed on the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower than expected vitros phyt results were obtained from a proficiency sample processed on the vitros 350 chemistry system. The vitros phyt peer mean value for the proficiency sample was lower than expected when compared to the reference method value provided by the proficiency vendor. The investigation was unable to determine a definitive root cause, and the investigation is ongoing. The root cause of this event is unknown.